Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2011, a variable angle (va) compression plate was used for the operation on a distal radius fracture. After reduction, the positioning screw was inserted with the 2.4mm cortex screw and the va locking screw was inserted distal and proximal. The torque limitation driver was used for the final tightening. Approximately half a year later the removal surgery was carried out. The doctor found that two screws at the distal ulna were broken at the joint. After removal of the plate, the screws which were left in the patient's body were removed with forceps and the surgery was ended. Reportedly, the surgeon did not notice any breakage during the removal and so he felt that the screw must have broken during the rehabilitation period. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for seven unknown screws. Device explanted appox a half a year after implant. (B)(6). A request for the device history review for this lot has been made. The breakage of both va locking screws occurred below the head in the junction screw head to the screw shaft. Based on the topography of the fracture surfaces the conclusion is that the investigated screws (a and b) did not break during insertion or during removal of the implants. The fracture direction indicates that the screws failed because of bending loads. Placeholder.